Manufacturer narrative:
The customer indicated that they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. A patient's first accutni result that is greater than 0.15ng/ml is repeated on an alternate instrument to verify the results. The unit is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via (B)(4) program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported out of the laboratory. The events will be assumed that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.